Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an air in line alarm occurred. A review of the event history log (ehl) revealed upstream occlusion messages, however, occurrences of upstream occlusions in ehl do not designate an occurrence of false upstream occlusions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'false upstream occlusion alerts' were not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusion. The problem was found during an unspecified process step at the central supply department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.